Event description:
It was reported that the patient experienced phrenic nerve stimulation when the left ventricular (lv) lead was programmed on. The lead output was changed, and the issue was resolved. It was later reported that the patient was "feeling bad overall" and the left ventricular lead was then programmed off. No patient complications were further reported. It was further noted that the lead was implanted after the use before date. The lead remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced phrenic nerve stimulation when the left ventricular (lv) lead was programmed on. The lead output was changed, and the issue was resolved. It was later reported that the patient was "feeling bad overall" and the left ventricular lead was then programmed off. No patient complications were further reported.